Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Concomitant products: 0185 competitor implantable tachy lead - (B)(6) 2011.

Event description:
It was reported that the atrial lead dislodged. It was not possible to reposition the lead, and subsequently the lead was explanted and replaced. No patient complications have been reported as a result of this event.